Manufacturer narrative:
(B)(4) phone# removed from grid ¿ failing electronic submission.

Event description:
It was reported to philips that the 12 lead ECG waveforms intermittently disappear from the devices display. There was no report of patient involvement.